Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead poor pacing thresholds were seen, although it appeared that the vein of the patient was long enough for this lead to be used per the coronary sinus venogram. In addition, the lv lead had dislodged when the whisper wire was pulled out of the lead. The physician elected to use another lead. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. In addition, high capture thresholds were noted confirmed, lead resistance testing was normal.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead poor pacing thresholds were seen, although it appeared that the vein of the patient was long enough for this lead to be used per the coronary sinus venogram. In addition, the lv lead had dislodged when the whisper wire was pulled out of the lead. The physician elected to use another lead. This lead was returned. No adverse patient effects were reported.